Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Obstruction of a device is a known event. Removal and exchange of devices is common routine practice in endovascular procedures. In this case, the exchange of the device is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. There are vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. It was reported that the event resulted in a significant delay during troubleshooting; although a procedural delay occurred, no harm on patient was reported regarding the surgical prolongation. The available data does not establish a causal relationship between the procedural delay and a reportable patient injury. Severity remains unknown. Based on this information, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via email, that an EU 4.5x28mm stent 12 mm dw tip (enc452812/ 9477851), an EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9784477), an prowler select plus 150/5cm (606s255x/ 31606052) and an prowler select plus 150/5cm (606s255x/ 31663263), were used for an endovascular embolization procedure. During the procedure, the user reported obstruction of the prowler, and impediment of the enterprise. The event was initially reported as such, ¿impeded in microcatheter-microcatheter hub. It was reported that during procedure, stent was impeded in the microcatheter hub and could not be pushed into the microcatheter. Doctor only retracted the stent alone and switched a second new stent, but the second stent was with the same issue. The doctor removed the second stent and microcatheter from the patient, then switched a second new microcatheter to deliver the second stent, but the second stent was still impeded in the second microcatheter hub and could not be pushed into the second microcatheter. The doctor removed the second microcatheter and the second stent from the patient and switched a new microcatheter (other brand) and a new stent to complete the surgery. The surgery was prolonged about one hour.¿ no patient harm was reported. No further information was made available at the time of this review.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2, h3, h6 and h11. Additional event information received on 08-mar-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise systems. There was flushing during the procedure. They were able to torque the devices. The microcatheters did not kink/bent. There was no procedure delay due to the event that resulted in a patient adverse consequence. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31663263 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced into the received microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal activity is required. The instructions for use (IFU) contain the following caution: - if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.